Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. Performance data collected from the device was analyzed and indicated that a diagnostics problem occurred. A low supply condition within the random access memory caused invalid diagnostics data. Diagnostic information is consistent with the reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the clinician got a missing reports page from the carelink transmission. It was further reported that the p and r wave values were listed as "???" And an "invalid data" message was in the capture management trend. The device was explanted and replaced. No patient complications have been reported as a result of this event.